Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/address: (B)(6).

Event description:
It was reported the gastrointestinal videoscope had tissue glue clogging the channel tube. The issue occurred during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the biopsy channel was clogged with tissue glue and the insertion tube had tissue glue occurred because the foreign material may not have been removed because the device was not reprocessed properly due to leakage from switch 1. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection"; instructions for use states the preventive measure in gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The tissue glue was used during a unspecified surgery procedure. Paramedics tried, but unable to remove it after the procedure, during device reprocessing.